Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that impedances were measured to be greater than 6000 ohms during implant. Impedances were tested several times with a multilead trialing cable and external neurostimulator (ens). The hcp decided to explant and replace the lead. After replacing the lead, impedances were measured to be okay. No surgical intervention occurred or was planned. The patient was alive with no injury and the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_stylet_acc, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code belongs to the lead.

Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however, the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device.

Manufacturer narrative:
Device analysis for lead 0211297044 revealed no anomaly found. The lead passed functional testing including an impedance test in saline at check-in and during analysis with a known good screening cable and ens. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.